Event description:
The tech found the foot end brake casters are ratcheting while in brake mode. No pt impact.

Manufacturer narrative:
The tech replaced both foot end brake casters to resolve the issue.